Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the adc freestyle libre sensor using the freestyle librelink application. The customer experienced symptom of vomiting and had contact with a healthcare professional. The customer obtained an unspecified high glucose reading, was diagnosed with hyperglycemia and treated with insulin (dose/ type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "scan error" message upon scanning the adc freestyle libre sensor using the freestyle librelink application. The customer experienced symptom of vomiting and had contact with a healthcare professional. The customer obtained an unspecified high glucose reading, was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the reported sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.